Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 24.8 mmol/l at the time of incident and the current blood glucose of the patient is 24.8 mmol/l. Customer treated with multiple dose injection. Customer had anxiety issue and also had autism. Customer does not allege pump was under delivering. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.